Event description:
User facility reports one incident of air entering the extracorporeal circuit during dialysis treatment. Approximately 1 hour into treatment staff responded to air detect alarms which could not be resolved. Staff believed air entered the system at the connections to the dialyzer ports, however these connections are under positive pressure making it unlikely that air would be pulled into the bloodline. Due to possible contamination, the extracorporeal circuit was discarded resulting in ebl=250 cc. MDR is filed for blood loss only. No pt injury is reported.